Event description:
I had an allergic reaction to my new glasses that were prescribed by my optometrist, dr. (B)(6) in (B)(6). Within a day of wearing the glasses, I developed a painful and itchy rash everywhere the frames touched my skin. The frames were calvin klein 5975 cl. Calvin klein 5975.